Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the customer ribbon cable into a lab use only (luo) central control monitor (ccm). The ccm was powered on and off three times and the splash screen came up as it should. The pst removed the cable assembly and installed a luo cable assembly. The ccm was powered on and off three times and the splash screen came up as it should. The pst observed the ribbon cable to meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's technical support specialist, the issue occurred during routine inspection of the system. The field service representative (fsr) verified the message on the ccm. The fsr replaced the ribbon cable and completed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'system computer needs service' message. There was no patient involvement.